Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates while performing a preventive maintenance check, the technician found the brake was not holding. Casters continued to ratchet when in brake.